Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow-blocked alarm. The customer's blood glucose value was unknown at the time of incident. The customer stated that they had another blockage on the infusion set. The customer stated that they had tried different cannula lengths. The customer informed that the tubing was not bent or kinked. The customer stated that they have tried all remedies. The customer was advised to revert to a back-up plan as per the healthcare professional¿s instructions. The insulin pump will be returned for analysis.